Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. In engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.

Event description:
It has been reported to us that during the preparation a crack was observed at the hub of the guide catheter. No injury to the pt.